Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator (ICD) exhibited incorrect interpretation of signal which resulted in inappropriate shock. The ICD was reprogrammed. The patient was in stable condition.